Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with hysterectomy. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence and dyspareunia. It was also reported that the patient underwent removal of suburethral sling on (B)(6) 2012 due to bladder outlet obstruction and mesh erosion. No additional information has been provided. (B)(4) urinary/bowel problems. Undefined recurrence.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, urgency, and urinary tract infection.

Event description:
It was reported that following insertion the patient experienced urinary frequency, urgency, and urinary tract infection.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced nocturia, vaginal discharge, bladder incontinence, sexual dysfunction, dysuria, and leaking with intercourse.

Event description:
It was reported that following insertion the patient experienced nocturia, vaginal discharge, bladder incontinence, sexual dysfunction, dysuria, and leaking with intercourse.

Manufacturer narrative:
It was reported that following insertion the patient experienced burning sensation and discomfort.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.